Event description:
It was reported that during a da vinci s hysterectomy procedure, the blades on the harmonic shear insert separated from the instrument and fell into the patient. The broken pieces were retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the insert was returned with the clamp arm detached and the curved blade broken off at distal end. One side of shaft feature at the distal end that mates with clamp arm pins is bent backwards. The curved blade fractured at a straight section, before the blade transitions to the curved profile. The fracture surface is not flat and the midpoint of the blade has a couple of gouges/indentations on the outer edge. While the evidence is inconclusive, engineering concluded that damage to the blade and clamp arm is most likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.